Event description:
The manufacturer received information alleging a ventilator service required code occurred. There was no harm or injury reported. The ventilator was returned to the third party field service engineer for evaluation and the customer¿s complaint was confirmed. The device's was internal battery replaced to address the issue.